Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eua2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was more incontinent since the day prior to the report and wanted to increase stimulation. It was noted that there was no known accident or incident related to the complaint. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2014.